Event description:
The customer reported that pt exams were mixed in cine mode. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hd cine connectors were repaired. The system was tested and found to be working as intended and put back into service.